Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported medical care and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod at the time medical attention was sought, following a decrease in glucose levels to approximately 50mg/dl. The patient attempted self-treatment with honey packets; however, this intervention did not resolve the low glucose, and symptoms progressed to include confusion and a generalized abnormal sensation. Due to the persistence of these symptoms, the patient sought medical care on or around (B)(6) 2026 and remained under observation for approximately three days, with an estimated discharge date of (B)(6) 2026, as exact dates could not be recalled. Medical personnel diagnosed low blood glucose and administered intravenous glucose as treatment.